Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the piece under the handle cap of the inserter was jamming on the bar and was unable to swap out the acetabular impaction cone tip for the liner impactor.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Further examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse and/or not being inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. There has been no corrective action initiated in regards to this event.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective action has been initiated to address the reported issue.